Event description:
On july 25, 2008, the lay-user/pt contacted lifescan alleging that a one touch lancing device (mini lancer) had a damaged lancet holder. The pt indicated that the alleged lancing device issue started on four days prior to original date, at around 3:30-4:00 pm. As a result of the alleged issue, the pt reportedly administered self-care by eating food and/or drinking a beverage. On an unspecified date/time after the alleged issue began, the pt claimed that she developed symptoms of shakiness, weakness, and tiredness. The pt denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. It would have been helpful to know the following info: the pt's testing frequency, her diabetes management and medication regimens, and if the pt was able to test her blood glucose after the alleged lancing device issue began. In addition, it would have been helpful to know what date/time the symptoms developed, what actions the pt took before and after the symptoms developed, what her last blood glucose result was before the issue began, and when the result was obtained. The lancing device was replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with sever hypoglycemia after the alleged lancing device issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received it. If the lancing device is returned, lifescan will evaluate it and, if the lancing device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.